Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an external flash error alarm on the insulin pump. Customer stated that he is able to prime but as soon as he is done priming, the pump will alarm. Customer's blood glucose was 171 mg/dl. Customer also received a compromised force sensor system alarm. Customer stated that the drive support cap appears to be normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. No a34 alarms noted. The insulin pump passed basic occlusion and displacement tests. The insulin pump has minor scratches on the lcd window.